Event description:
On (B)(6) 2014, the lay-user/patient contacted lifescan (lfs) (B)(6) , alleging that their onetouch verio iq meter was reading inaccurately erratic. The complaint was classified based on the customer service representative (csr) documentation. The patient could not recall when the alleged meter inaccuracy began. The patient reported obtaining blood glucose readings of ¿145 mg/dl and 216 mg/dl¿ with the subject meter. The readings were performed within 20 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds lifescan¿s criteria for precision. The patient manages their diabetes with oral medication and insulin and they denied making any changes to their usual diabetes management regimen in response to the alleged meter issue. The patient denied developing any symptoms as a result of the alleged issue. The patient however reported attending the doctor¿s office on an unspecified date due to the alleged issue, where their insulin (type not specified) was increased to 12 units instead 10 at 8:00am, 16 units instead 14 at lunch, 12 units instead of 10 at dinner and their lantus insulin was increased to 26 units. The patient claimed no other blood glucose tests were performed on any other device. During troubleshooting, the csr confirmed that the unit of measure was set correctly on the subject meter. The csr noted the same approved sample site was used for testing and that the correct testing process was being followed. The csr documented that the patient did not have control solution available to test the subject meter. Replacement products were sent to the patient.based on the information provided, there is no indication that the subject meter caused or contributed to a serious injury. The patient did not develop symptoms suggestive of severe hypoglycemia or hyperglycemia. The medical treatment received was not for an acute blood glucose excursion. However, this complaint is being reported because the alleged meter issue was not resolved during troubleshooting.